Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the volume of the generator was low. Based on the condition of the returned unit, the reported event was caused by a faulty speaker. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure: ni. Activation tones are low, not working properly. Device will be returned. Patient status: ni. Intervention: ni.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Name of procedure: ni. Activation tones are low, not working properly. Device will be returned. Patient status: ni. Intervention: ni.